Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zfx received one (1) screw zb-ce-34-60_un_asc-screw from package zfx11zb-ce41as13e, lot 0000240507 for evaluation. Visual evaluation / functional test was performed. Visual evaluation indicated the screw is in used condition. The coating is damaged. Functional test indicated the thread was tested with gauge trg/m1,6-6g-go/02 and dimentions with mc/0-25/05. Screw is in dimentions. Screwdriwer works. Complaint history review was performed for the reported lot number 00002420507 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : loosening. Based on the investigation and the risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning, misunderstood or overlooked instructions for use. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
The doctor reports that both screws have loosened. The procedure was completed with no impact on the patient¿s health.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. D10: concomitant medical product: zfx11zb-ce41as13e, gentek¿ angulated screw channel tibase, certain® engaging, 4.1mmd x 1.3mmch, lot: 0000240507. H4: device manufacturer date: unknown / not provided.